Event description:
The healthcare worker experienced tingly feeling on the left hand with white spots. She washed her hands and went to employee health where she was prescribed unspecified "burn ointment" and had her hand lightly bandaged. Contact area resolved without incident within 48 hours. The vaporizer was not in place when the event occurred.